Event description:
The customer stated a patient generated a higher than expected result on the architect total psa assay. A specimen collected in 2009, generated total psa results of 7.0 and 6.77 ng/ml. Another sample was obtained the following month, and tested the following day with a value of 1.1 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - review of customer release data and complaint records did not identify any issues. The reagent lot number used by the customer was unknown, therefore the investigation involved a review of the architect total psa customer release testing results from the past six months. All results returned were within specified validity and acceptance limits and no adverse trends were identified. A review of customer complaint reports for architect total psa reagent over the past six months did not identify any adverse trend for this product list base. The customer reviewed instrument records during the time the original samples were assessed, and no instrument error issues specific to the results generated were identified. The discrepant result was identified for this specimen only, all other results were acceptable. It should be noted that repeatability of total psa results for serum samples from the same patient was demonstrated in the customer's laboratory, as the initial result was 7.0 ng/ml and, upon retest of the same sample, a second consistent result of 6.77 ng/ml was generated. The total psa concentration of 1.1 ng/ml was returned from an additional sample from the same patient at a later date via a third party using a different (unknown) method. Labeling was reviewed and found to be adequate. Values obtained with different assay methods cannot be used interchangeably. The results of this investigation demonstrate that architect total psa reagents are meeting safety, effectiveness and label claims and no deficiencies have been identified.

Manufacturer narrative:
This report is being filed on an international product, list number 7k70, architect total psa, that has a similar product distributed in the us, list number 6c06, architect total psa. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer reported receiving readings of 50 mg/dl, 54 mg/dl and 60 mg/dl on their freestyle lite meter which were lower than they felt. There was no report of death, serious injury or mistreatment associated with this event.